Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead; model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm.

Manufacturer narrative:
Additional information was received that the reason for explant was due to inadequate stimulation. No device malfunction. The explanted devices were not returned to bsn

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.